Event description:
It was reported that the patient presented with syncope, and an x-ray revealed that the right ventricular (rv) lead had moved to a different position from the previous study. It was determined that the lead was still intact, however, high thresholds and failure to capture were observed. The rv lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.